Event description:
Customer reported that on the day of the event, an insulin dependent diabetic pt with a pacemaker started dialysis treatment at 5:35 a.m. With a normal blood pressure (125/72). At approximately 7:00 a.m., the pt experienced ventricular fibrillation. No medication was given during dialysis. A blood pressure alarm was noted and the pt expired.